Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the device the cs300 intra-aortic balloon pump (iabp) during iabp installation found error, and error is 1.electrical test fails code# 54, 2.electrical test fails code#58, 3.electrical test fail code#50. Getinge field service engineer (fse) replaced spair parts 1. Main pcb, 2 solenoid drive pcb and 3 front end pcb defective. All tests passed to factory specifications there was no patient involvement the equipment was cleared for customer use.

Event description:
It was reported that out of the box, the cs300 intra-aortic balloon pump (iabp) unit failed electrical test #54, #50, #58. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.